Manufacturer narrative:
This article was found during a recent literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is a trapease filter and the catalog and lot numbers are not available. Tsui, b., moon, e., zheng, j., kapoor, b., & wang, w. (2018). Outcomes of the trapease inferior vena cava filter over 10 years at a single health care system. Journal of vascular surgery: venous and lymphatic disorders, 6(5), 599-605. Doi:10.1016/j.jvsv.2018.03.012 as noted in the publication by tsui et al. (21-jun-2018). Outcomes of the trapease inferior vena cava filter over 10 years at a single health care system. J vasc surg venous lymphat disord. 2018 sep;6(5):599-605; asymptomatic breakthrough pulmonary embolism (pe) was found in one patient who incidentally underwent computed tomography (CT) of the chest with intravenous (IV) contrast for another indication. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record (DHR) review could be performed. Without the return of the device for analysis or films available for review, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Pe does not represent a device malfunction. Although a definitive root cause cannot be determined, patient history, clinical status, comorbidities, and pharmacological factors are possible contributing factors for the patient outcome. With the limited information available for review at this time, there is nothing to suggest that the reported event ¿post-procedural pulmonary embolism¿ is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. This is one of ten products involved with the same literary article and the associated manufacturer report numbers are 1016427-2018-02237, 1016427-2018-02238, 1016427-2018-02239, 1016427-2018-02181, 1016427-2018-02182, 1016427-2018-02183, 1016427-2018-02187, 1016427-2018-02189 and 1016427-2018-02190.

Event description:
As noted in the publication by tsui et al. (21-jun-2018). Outcomes of the trapease inferior vena cava filter over 10 years at a single health care system. J vasc surg venous lymphat disord. 2018 sep;6(5):599-605; asymptomatic breakthrough pulmonary embolism (pe) was found in one patient who incidentally underwent computed tomography (CT) of the chest with intravenous (IV) contrast for another indication.

Manufacturer narrative:
Correction to (product code).